Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained her scs stimulation was no longer covering her back pain like it used to. The physician added a new system to achieve more back coverage. During intra-operative testing the patient reported receiving stimulation where she needed it.